Event description:
It was reported that the user experienced intermittent bluetooth communication failure between the dexcom g7 cgm and the ilet, resulting in recurring ¿connect cgm or enter bg¿ messages and transition to dosing stop countdown despite manual bg entries; the issue was limited to signal loss to the ilet and involved the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the device¿s antenna/electrical communication component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.